Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,e3,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 11/12/2025. An investigation was conducted on 11/13/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact device. The device was loaded onto a reference retractor with no physical or visual difficulties observed. The device was able to be locked onto the reference retractor. The flexlink arm was able to be adjusted and positioned, and then locked into place by turning the knob clockwise with no physical or visual difficulties, with the locking lever in both the locked and unlocked positions. Based upon the received condition of the device, the reported failure "mechanical problem" was not confirmed. The lot # 3000495176 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that the patient was in the or when the defect was noticed. Upon opening the acrobat-I stabilizer, the locking mechanism was sprung. Another device was pulled and the procedure was completed without injury. There was no procedural delay.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that a product malfunction on product acrobat-I stabilizer that was attempted to be used in a case today. Upon opening the product, the locking mechanism was sprung. Another device was pulled and the procedure was completed without injury.